Event description:
Customer reportedly obtained a result of >300 mg/dl on the advantage system while a professional device read approximately 90 mg/dl within 10 minutes. No action taken based on device result. No adverse event reported. Requested return of suspect and replacement was sent.